Manufacturer narrative:
The customer was unable to complete troubleshooting because she did not have her pump with her. She was advised to reset the faceplate in an attempt to resolve the issue. She indicated that she would use her alternate pump until she could troubleshoot. The customer called back on (B)(6) 2018, indicating that the pain has lessened, though she wanted the pump replaced. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on (B)(6) 2018 via email to get additional information. The customer indicated in an email response that on (B)(6) 2018 she saw a physician for treatment related to her issue and was treated for mastitis with antibiotics. The customer was contacted subsequently on multiple occasions, including in writing, to find out if the issue with mastitis had been resolved, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her pump in style breast pump had low suction and was randomly shutting off whenever she would touch it. The customer further alleged that she had pain and was seeing a lactation consultant. She indicated during the call that she also had an old pump that the lactation consultant suggested she use.